Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 7 (cat7), an indigo system lightning bolt aspiration tubing (lightning bolt), and a sheath (7f). It was reported the patient had a tortuous anatomy. During the procedure, the physician completed four to five passes using the cat7. While removing the cat7, the cat7 fractured on the distal length. The physician advanced a balloon catheter through the proximal cat7 to pin the fractured segment of the cat7 to the sheath. The cat7, balloon catheter, and sheath were removed together. The procedure was considered completed. There was no report of an adverse effect to the patient.